Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "self explanted and frayed" their atrial lead. After several attempts by clinician to completely remove the lead, the lead was explanted. No further patient complications have been reported as a result of this event.